Event description:
It was reported that, "implant opened on field everything was contaminated. (B)(6) previous pts had the same lot number of cement implanted. All other unused cement with the same lot number shows up sterile."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Product had been discarded. If additional info becomes available, it will be submitted in a supplemental report.